Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced an unexpected postoperative outcome and blurry vision. The pt has had a consultation by three different surgeons due to bcva 20/40.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to be manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).